Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the tubes are underfilling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: customer reported that tubes are underfilling, this has been happening for a couple of weeks now, samples do not get resulted for testing, some need to be redrawn, she does have samples available to send in for investigation, she stated they have been drawn with multiple ways.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported that during use the tubes are underfilling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: customer reported that tubes are underfilling, this has been happening for a couple of weeks now, samples do not get resulted for testing, some need to be redrawn, she does have samples available to send in for investigation, she stated they have been drawn with multiple ways.